Event description:
Procedure type: l.ant resec w/end-end anast. According to the reporter: unstapling occurred. Additional resection and manual suturing were done. Squeezing handle could be done normally. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.